Manufacturer narrative:
The investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate any hazard alarms during operation. The pod was able to communicate with the master pdm during the investigation. Inspection of the pod found no damages or deficiencies that would result in a communication error. The cause of the reported communication error during pod operation could not be determined. The soft cannula was observed to be stretched, measuring out of specification. Damage was observed to the unexposed portion of the soft cannula, and due to this, fluid was unable to flow through the complete fluid path. The investigation could not determine the timing or cause of the damage to the soft cannula. Corrosion was observed on the commutator cap. The investigation was able to confirm that the damage to the soft cannula caused the observed corrosion on the commutator cap. It could not be determined if the corrosion on the commutator cap contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone13.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error at startup.